Event description:
Customer complaint alleges that during functional testing, prior to a patient use, the device pilot balloon completely deflated. No patient impact or consequence was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff and pilot balloon on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff were able to properly inflate after about 15-16ml of air was injected. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. No functional issues were found with the returned sample. The IFU for this states, "the tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation. Cuff volume and pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated." The reported complaint of "pilot balloon deflated prior to use" could not be confirmed based upon the sample received. Both the pilot balloon and balloon cuff on the returned et tube were able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. However, 400 variant samples, from the same family of devices, were taken from the current production. Sample cuffs were inflated and left for four hours, then cuff from samples were deflated. Samples were visually inspected, alleged defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. Root cause is unknown. Corrective actions cannot be assigned. (Cont.) Other remarks: if the alleged defect samples become available at a later date, this report will be updated accordingly

Event description:
Customer complaint alleges that during functional testing, prior to a patient use, the device pilot balloon completely deflated. No patient impact or consequence was reported.